Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The programming, time, and date were correct. The caller stated that the infusion set and reservoir are not available at time of call. Advised the pharmacist to call helpline once the customer and the entire infusion set are available to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.